Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was not confirmed. A review of the submitted log file showed 256 events spanning approximately 2 days (B)(6) and (B)(6) per time stamp). No external power events were not captured in the log file. No other notable alarms active in the log file. (B)(4) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 0 years 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2019. It was reported that the patient's mobile power unit became unplugged when the patient went to the bathroom the night of (B)(6) 2019 at roughly 05:00. It was reported that this event caused a no external power alarm. No additional information was provided.